Manufacturer narrative:
(B)(4). Device evaluated by manufacturer? No, lens not returned. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 11.5mm icm115v4 implantable collamer lens in the patient's left eye (os) on (B)(6) 2010. The lens was explanted on (B)(6) 2013 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved.